Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 25 and 36 hours. The patient's blood glucose rose above 25 mmol/l (450 mg/dl). The patient visited the general practitioner (gp) and was diagnosed with a skin infection. The patient was advised to monitor the infection and apply a new pod. No treatment or prescriptions were provided by the doctor.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.